Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause, specificity testing using a retained kit, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot(s). The tracking and trending report review determined that there are no related adverse or non-statistical trends. A review of the performance of the likely cause did not identify any non-conformances or deviations associated with the impacted reagent lot. A retained kit of reagent lot 95149li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An error was identified in manufacturer report number 3002809144-2019-00447, section g4 (date received by manufacturer) on 05aug2019. The incorrect date of june 09, 2019 was put in section g4. The correct date should have been july 09, 2019. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event is being filed on an international product, list 8l44, that has a similar product distributed in the us, list 6l22.

Event description:
The customer reported a false nonreactive anti-hbc result when processing on the architect i2000sr. The initial and retest result for anti-hbc was 0.65 and 0.67 s/co, respectively. Additional testing with hbsag was reactive. The customer uses less than 1.00 for nonreactive results. The anti-hbc and hbsag result were both reactive on the roche platform. No impact to patient management was reported.